Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer 1627487-2019-11354. New information received states that the lead was explanted and a new lead was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient felt no stimulation on the s1 lead. Upon x-ray review, lead migration out of the epidural space in the s1 location was confirmed. Surgical intervention may take place in the future. No further information is available.